Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported on (B)(6) 2024 by the mother of patient that infusion set tape was not sticking properly while showering on first day of insertion in the abdomen. No further information available.